Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting far-field oversensing of atrial events. Right ventricular lead dislodgement was suspected. No adverse patient symptoms were reported.